Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies and the snare loop was in good condition. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.8 ohms, within manufacturing specifications. The complaint that the snare loop failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.